Manufacturer narrative:
Summary evaluation: no evidence of contaminents in retained samples examined. Not possible to confirm complaint.

Event description:
Dark specks appeared in bone cement powder. There was no adverse consequence for the pt or delay in surgery or anesthesia time.